Event description:
Report received of a tubing disconnection. The pt was receiving an unspecified solution via a plum set IV tubing which was connected to a peripheral IV catheter. The nurse was called into the pt's room to check a "leak". It was reported that the tubing had come out of the pt's IV catheter and was leaking solution onto the bed. There was no blood loss reported. The IV access was maintained and the nurse used another set of the same list number to resume the therapy without any problems. Though requested, there was no additional info available.